Event description:
Additional information received states that both the alert date and received date should be 2025/oct/20. After investigation, the patient received surgery in (B)(6) 2023 (specific date was unknown), and the specific reason for surgery and the name of surgery were unknown. 08.510.220s was implanted during the surgery. The specific implantation site, surgical process and postoperative rehabilitation were unknown. The patient reported that about 3 months after the surgery (the specific date was unknown), the wound showed redness, swelling, protrusion, hardening, and accompanied by pain. The patient took anti-inflammatory drugs during this period (specific medication situation was unknown). In 2025, the implant (08.510.220s) was removed and nasal septum necrosis, bone destruction, and contracture were found.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: corrected (g3) alert date. The correct alert date for this complaint is 10/20/2025 based on aei note. Recaptured codes on h6 (health effect - clinical code). H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part: 08.510.220s. Lot: ds7010042. Release to warehouse date: 01 july 2022. Manufacturing site: werk selzach. Expiration date: 01 june 2027. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent surgery in 2023 and the device was implated. About 3 months post-op, the patient reported that the wound began to become red, swollen, protruding, and hard, accompanied by pain. During this period, the patient was treated with anti-inflammatory drugs. The product was removed this year, and the patient reported nasal septum necrosis, bone erosion and severe contracture.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.